Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: a patient with a diagnosis of appendicitis, embolism and artery thrombosis, diverticular disease of the large intestine with perforation and abscess, who was admitted to the operating room for peritoneal lavage, cavity revision, multiple bowel resection and anastomosis. There was a biological accident of the healthcare professional, when she placed the nasojejunal tube and when removing the guide, the green protector came out and caused an accident when she punctured her finger at the time of removing the respective guide.